Manufacturer narrative:
(B)4). Should the information be provided later, a supplemental medwatch will be sent. The device (a) was returned in good physical condition. Upon functional testing it was noted that the hand activation contacts were damaged. The device was tested with a generator and was functional. However, it was difficult to rotate the shaft when the instrument was tried to be attached to the hand piece. As no errors were displayed during functional testing, it is possible that the damaged hand activation contacts caused the device to display the "tighten assembly", "relax pressure on blade" and "replace instrument alert screens. The housing of the hand activation contacts is damaged. It should be noted that at least 200% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator. During functional testing on the gen11 generator, the "instrument error" alert was displayed; and when tested on the gen04 generator, an error code 5 (instrument error) was displayed. A probable cause of the device stop activating and display an error code 5 or instrument error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as "replace instrument" with the gen11 later in the procedure, and continued usage can result in a broken blade. Device b batch j90025, mfg date 1/4/2012, exp date 12/4/2017.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the device caused the tighten assembly message. A second device was used in which the relax pressure on blade message occurred. A third device was used to complete the procedure. There was no adverse consequence to the patient. Two devices will be returned.